Manufacturer narrative:
The unit passed the rewind test, basic occlusion test, and displacement test. The unit did not have a motor error or a no delivery alarm. The motor passed the motor test. The unit was unable to prime at 2.5 lbs during the prime test due to a faulty gold force sensor resistor. The unit had cracked battery tube threads and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during basal and bolus. The customer's blood glucose level was 7.6 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.